Event description:
It was reported that, during an in clinic follow up, a large drop in battery voltage was observed when battery value is updated. The device was not in eri. No further action was taken. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4).